Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a couple of pockets were not detected in cubie drawer 2.1. A field service engineer reseated the row board cable on all row board trays and on the drawer controller to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system w6s, the auxiliary drawer 2.1 was unable to read, write, or scan, which hindered users from accessing medication for a patient. The customer reported that there was a delay in dispensing medication to the patient, since the user had to take the medication from the pharmacy and deliver it to the unit. There were no adverse events or injuries reported based on this event.